Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 39mg/dl at the time of incident. Trouble shooting was performed and found lost sensor alert. Customer stated sensor does not appear to be fully inserted and communication was never established. Customer started new sensor and disposed of the previous sensor. The customer declined to trouble shoot for the low blood glucose and had already treated by drinking juice. The product will not return for analysis.